Event description:
On february 24, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
On february 24, 2026, the user reported discrepancies between blood glucose and sensor glucose readings. Review of available sensor data in the data management system indicated that the system was performing within expected operational characteristics, with observed differences consistent with the expected lag between blood glucose and interstitial glucose measurements inherent to the sensing technology. Customer care advised the user to continue using the system and to enter calibrations as prompted using blood glucose meter values. The user later reported that concerns persisted, and the case was escalated for further review. Escalation analysis confirmed that calibration frequency was limited, with only one calibration entered following prior guidance, and that available data showed continued agreement between blood glucose and sensor glucose trends. The user was informed that the provided examples, including those not entered into the system, remained within expected system performance. The user subsequently indicated that sensor performance had begun to improve. Per data management system review, the system remains in active use with up-to-date information